Event description:
Dr was burned on this finger tip after using a bovie machine, he was wearing our encore microptic gloves. He felt a sharp pain go up his hand and looked down and the finger tip of the gloves was blown off and he saw his finger bleeding. He was tested for hiv and hepatitis and wait for those results.